Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose ranges from 300 mg/dl to 400 mg/dl. Customer¿s other blood glucose was 148 mg/dl and 217 mg/dl. Customer was felt like the insulin pump was not delivering an insulin. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer sated that there was no alarm about no delivery in the insulin pump. The insulin pump will be returned for analysis.